Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on two leads. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the leads were replaced to address the issue. Therapy was restored post-operatively.